Event description:
It was reported that a dependent patient experiencing non specific symptoms presented in clinic for a routine follow up, upon interrogation the pulse generator exhibited backup vvi mode. The patient had undergone a non device related procedure. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.